Manufacturer narrative:
Bovie medical has completed an investigation and identified a design related issue for the interface of the j-plasma handpieces with the j-plasma generators. This design issue allows for generator and handpiece activation during a situation when the handpiece plug is not fully plugged in or connected to the generator. If the handpiece plug is not fully connected to the generator, there is a risk of the handpiece being fully connected electrically while having a partial or no helium connection. It is also possible for the green light on the front of the generator that indicates when the plug is fully connected to become illuminated even when the plug is not fully connected. Therefore, the users can be given a false indication by the generator that the handpiece is fully connected. The lack of a complete helium seal at the cable plug connection to the generator can allow fluid encountered at the tip of the handpiece during a procedure to flow from the tip to the interface between the handpiece plug and the generator. In this case, the presence of fluid was easily recognized by the user when the plug was removed at the end of the procedure and the generator was taken out of service and returned to the manufacturer. A health hazard evaluation completed (B)(6) 2018 concluded that there is a risk of potential cross-contamination if this is not noticed and the generator is used again for subsequent patients. Bovie medical will be issuing a voluntary urgent medical device correction (recall) during the week of (B)(6) 2018 to notify all customers of this potential new risk identified and provide instructions on actions to prevent this from occurring.

Event description:
Fluid built up in the handpiece cannula, wire, and exited the hand piece connector at the site of the insertion to the ultimate generator.